Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v014911, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: v014911, ubd: 13-nov-2010, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Medical records were received from the hcp's facility and scanned in on date of initial report. The preoperative diagnosis was a nonfunctioning ins with the patient request of explant. The patient was administered general anesthesia and it was noted that there were no complications with the explant surgery. Due to past history, the lead was left in place; there was concern with the lead not being able to come out easily because of adhesions. After battery removal, the patient was awakened in the operating room (or) without difficulty and taken to the post-anesthesia care unit (pacu) in stable condition. No patient symptoms were reported and no further complications have been reported as a result of this event.